Manufacturer narrative:
We received one 774hf75 catheters with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The balloon had a rupture in the central area of the balloon. Edges of latex did not appear to match up at the ruptured site, indicating a gap of missing latex. All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter and syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the balloon could not be inflated before use. No patient complications were reported.